Manufacturer narrative:
See manufacturing report 2015691202206268 for related event.

Event description:
Per pre-decontamination observations of the returned valve which was crimped on the inflation balloon, the frame was damaged, 2 bent outflow struts approximately 180degree. The valve was crimped on inflation balloon and the valve frame was very distorted. The inflow struts exposed through skirt.

Manufacturer narrative:
To reflect device evaluation. The valve was returned crimped over the inflation balloon exposed through liner tear. The valve was visually inspected for any abnormalities and the following was observed: the crimped valve had three (3) struts bent outward, greater than 90 degrees, at outflow side. The valve frame was canted and distorted. The post expanded valve had three (3) struts remaining bent at outflow side after expansion. Multiple struts exposed through skirt, it was normal after crimping and usage and wrinkled and dehydrated leaflets due to storage condition (prolong crimping). No functional testing or dimensional was able to be performed due to device return condition (frame canted/distorted). Imagery was provided and the following was observed; the patient's right access vessel had mild calcification and tortuosity. Post procedural device image showed the crimped valve exposed through the sheath liner torn. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no complaints related to the event failure frame damage. The complaint for ''failure frame damage'' was confirmed, however, a complaint history review is not required as the issue has been previously identified in an existing product risk assessment which captures root cause analysis for the issue. Difficulty advancing the commander delivery system with crimped valve through the esheath resulting in frame damage has previously been documented in an existing product risk assessment. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed; IFU for esheath+ introducer set and device preparation training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on provided imagery and returned device. A review of the DHR and lot history review did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU or training materials revealed no deficiencies. As reported, ''the 14fr esheath was inserted successfully in the right femoral artery, the valve was inserted via esheath and midway through the sheath, resistance was met. Fluoro panned down to observe valve in sheath. The operator then resumed pushing the valve and the valve and delivery system appeared to perforate the seam of the sheath, they attempted to pull the valve and delivery system back into the sheath but was ultimately unable to resheath the entire system''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per the provided imagery and case note, patient access vessel had mild calcification and mild tortuosity. The presence of tortuosity and calcification can create a challenging pathway for delivery system advancement through the sheath leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement through the sheath so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft, puncture the sheath and additional manipulation can resulted in the strut damage at the outflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect updated device evaluation. After additional review the root cause was updated. Update to h6 type of investigation . The complaint was confirmed based on provided imagery and returned device. Review of the DHR, lot history, manufacturing mitigations and complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''the 14fr esheath was inserted successfully in the right femoral artery, the valve was inserted via esheath and midway through the sheath, resistance was met. Fluoro panned down to observe valve in sheath. The operator then resumed pushing the valve and the valve and delivery system appeared to perforate the seam of the sheath, they attempted to pull the valve and delivery system back into the sheath but was ultimately unable to resheath the entire system''. In this case, the liner was punctured during device insertion through sheath due to the resistance. The valve and delivery system were never exited through the sheath tip. During device evaluation, it was noted the bent struts was at the outflow, which indicated that the bent struts was likely occurred during device removal. The crimped valve apices may have interacted with the sheath while the user attempted to pull the valve and delivery system back into the sheath. Per 3mensio imagery, tortuosity was present in patient access vessel and this may further increase the chances for the valve apices to interact with the sheath during removal. In such condition, excessive manipulation to retrieve the device can lead to frame strut damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event.